Event description:
It was reported that there was no astigmatism correction on the tecnis toric model zct225 intraocular lens (iol) that was implanted in the patient's left eye. It was stated that the patient had floaters and burning. The doctor was concerned that the lens did not have toricity correction on the lens. The patient had 2.2 diopters of cylinder @ 174 degrees pre-operatively and it hasn't changed postop with the lens properly positioned. The doctor used a hoya I-trace to confirm. The doctor noticed that the iol was sitting much more posterior then typically seen, approximately 700 ¿m or so deeper. It was stated that the lens was in the capsular bag, but was theorizing whether the nodal point of the lens being so far back was causing a marked decrease in its effective toric power of one diopter or more. It was stated the that tecnis toric lens was repositioned whereby sutures were used.

Manufacturer narrative:
(B)(4). The lens was repositioned and remained implanted from the information provided. The manufacturing record review was performed. The device history record indicated that the sterilization batch was released with no nonconformances. There were no associated nonconformity material reports with respect to the production order. There were no environmental monitoring related nonconformances within the production order timeframe. There were no process and / or material changes within the production order number. Based on the manufacturing record review, the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.